Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D3, g1, and g2 email is: (B)(6).

Event description:
It was reported that air was present in the cassette tubing and that the pump did not alarm. The patient went to the emergency room and noticed a big pocket of air in the bag. Reservoir volume was at 100 ml, 27.20 ml was given at a flow rate of 2.2 ml/hour. No patient injury was reported.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. If the product is returned this complaint will be reopened for further investigation. G1 email address: (B)(4).